Manufacturer narrative:
Correction: updated component code.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the device gave an ECG equipment error message and one of the paddles was broken.

Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite. It was determined that the device's ECG equipment error was due to a defective paddle blade. The fse informed the customer that the equipment's blades are damaged and cannot be replaced because the equipment is obsolete and cannot be repaired. The device remains at the customer site, and no further evaluation is warranted at this time.